Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred when the device was powered on. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's blower and system board were replaced to address the issue. The stirring fan foam and 43-micron filter were proactively replaced due to the blower being replaced on the device. Additional findings not related to the malfunction/issue was a damage screw on the front enclosure case. The front enclosure case was replaced on the device. After the parts were replaced on the device, the final and run-in tests were performed on the device, along with the battery and valve checks. The device was operational, and it was cleaned.